Manufacturer narrative:
H.6. Investigation summary: eight samples and one photo were provided to our quality engineer for investigation. Upon inspection the product, a foreign matter was observed outside the syringe barrel. Using magnification, the matter was identified to be ink that is used to mark the scale of the syringe. A device history review was performed for the reported lot 1903251, finding one annotation that could be related to this defect. During the marking process damage was detected in the silk-plate that transfers the ink onto the barrel. Once detected, the silk-plate was replaced and defective product was scrapped. It was determined this instance occurred as a result of the damaged plate. Product undergoes visual and functionally testing throughout the manufacturing process to ensure the quality of the device. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a cracked barrel occurred before use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "from the 18ml point down to the 20ml, there is an ink marking, which can look like a hairline crack or foreign object once filled. Upon checking the receipted box, all of the syringes have this marking, which can be seen within the syringe packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked barrel occurred before use with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter, "from the 18ml point down to the 20ml, there is an ink marking, which can look like a hairline crack or foreign object once filled. Upon checking the receipted box, all of the syringes have this marking, which can be seen within the syringe packaging."